Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the guidewire was unable to be withdrawn from the lead. The lead and guidewire were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event indicating the guidewire could advance in the lead but not exit was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the inner coil to be bent. A guidewire could not be fully inserted due to the damaged inner coil. The cause of the damaged inner coil in the connector region is consistent with damage occurring at the time of procedure.